Event description:
The device was returned to the manufacturer for preventative check, analyzed and tested out of specification. No information was received indicating patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. The event occurred outside the us. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) interconnect flex is out of specification (creased). One bail, one bail cover, and one case screw are missing.